Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A representative contacted the site and it was confirmed that the mobile view station (mvs) uninterruptible power supply (ups) was failing. The site opted to make the repairs. No system checkout was performed, and the system is fully operational.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the batteries were not charging. There was no patient involved.